Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on a pb840 ventilator when checked before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4). The circuit was visually inspected, pressure tested and immersed in a water bath to check for leak. Results: the pressure test result confirmed that the circuit was out of specification. The water bath test showed that the leak was through the elbow connector on the expiratory (evaqua) limb. Visual inspection revealed that there was not enough glue present in the connector, causing the reported leak. A lot check revealed one other complaint of this nature for the lot number provided. Conclusion: the observed leak was caused by insufficient glue being injected into the elbow connector such that it did not form a permanent seal after release for distribution. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. Hospital staff correctly checked the rt340 breathing circuit for leak before patient use, which is in line with our user instructions.